Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Nozzle had foreign objects. Due to clogging of nozzle, no air and water was fed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped and had white clouded area. The distal end cover had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the colonovideoscope exhibited internal clogging. The device was returned and an evaluation revealed foreign material exiting the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information from the customer. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected and sterilized before requesting repair. The customer was not aware of the presence of any foreign material. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The endoscope was not submerged in the cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was not sent to the air/water nozzle. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was further reported, the issue "nozzle clogged" was noticed during reprocessing after use. There was no patient involvement.